Event description:
According to the reporter, data from the (B)(6) ventral hernia database were evaluated for parietex composite parastomal mesh (pcpm) used in keyhole parastomal hernia repair, with the mesh placed intraperitoneally in all pcpm cases and most procedures performed laparoscopically with non-absorbable tack fixation. For the pcpm cohort of 121 patients, short-term outcomes included a 90-day readmission rate of 28.1 percent and a 90-day reoperation rate of 19.0 percent; when additional intervention was needed, reported management included exploratory laparoscopy, exploratory laparotomy, treatment for wound complications, bowel-related procedures, ventral hernia procedures, and stoma-related surgery. The 5-year cumulative risk of recurrence repair was 20.8 percent. Important product-related details include that pcpm was assessed specifically for keyhole repair, all meshes were in the ipom position, and no individual event date or patient-specific identifiers were provided because the report contains aggregate data only rather than a single patient case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, data from the danish ventral hernia database were evaluated for parietex composite parastomal mesh (pcpm) used in keyhole parastomal hernia repair, with the mesh placed intraperitoneally in all pcpm cases and most procedures performed laparoscopically with non-absorbable tack fixation. For the pcpm cohort of 121 patients, short-term outcomes included a 90-day readmission rate of 28.1 percent, a 90-day reoperation rate of 19.0 percent, and death within 90 days was reported in 3 out of 121 patients (2.5%). When additional intervention was needed, reported management included exploratory laparoscopy, exploratory laparotomy, treatment for wound complications, bowel-related procedures, ventral hernia procedures, and stoma-related surgery. The 5-year cumulative risk of recurrence repair was 20.8 percent. Important product-related details include that pcpm was assessed specifically for keyhole repair, all meshes were in the ipom position, and no individual event date or patient-specific identifiers were provided because the report contains aggregate data only rather than a single patient case.

Manufacturer narrative:
Correction: b1, b2, b5, h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.